Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon detachment of the adc device, the needle remained stuck in their arm. The customer was seen by a healthcare professional (nurse) who removed the needle, sanitized the site, and applied unspecified medicine. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon detachment of the adc device, the needle remained stuck in their arm. The customer was seen by a healthcare professional (nurse) who removed the needle, sanitized the site, and applied unspecified medicine. No additional information was provided. There was no report of death or permanent injury associated with this event.